Manufacturer narrative:
The ge service rep reviewed stored images in the workstation. He forwarded several images to clinical applications for review. The ge clinical imaging specialist (cis) has made a site visit and is working with customer to resolve the image quality issues at this time.

Event description:
The customer reported that the system displayed poor image quality. No patient was injured.